Event description:
It was reported that this console would display error 451 when connecting the fiber. Two more fibers were tried but the problem persisted. The procedure had to be cancelled and rescheduled when the patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that this console would display error 451 when connecting the fiber. Two more fibers were tried but the problem persisted. The procedure had to be cancelled and rescheduled when the patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse was not able to replicate the error, but it was identified the fiber guard was a little stiff; the fiber port was replaced as a preventive measure. One cable was found to may have been loose on the connector, and all the channels were realigned after the lens cell was replaced. The problem was resolved. Based on the analysis results, the reported error message was confirmed as replacing the fiber port resolved the issue.

Event description:
It was reported that this console would display error 451 when connecting the fiber. Two more fibers were tried but the problem persisted. The porcedure had to be cancelled and rescheduled when the patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.